Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the silicon tubing of the transfer set was cracked/damaged, which is a known cause of a leak condition. The cause of the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicon tubing of a luer transfer set was leaking during peritoneal dialysis therapy. The patient was connected. The renal therapy service agent (rtsa) assisted the hp in ending therapy; the hp stated they were going to the hospital. The patient stated they had their transfer set in place for three (3) months prior to the reported event. The transfer set had not been exposed to any excessive force or any sharp objects. The patient stated when at the hospital, they noticed the tubing of the transfer set had a crack in it. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.